Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the aspirator probe was cracked. As the aspirator probe was cracked, fumes from the s40 sterilant were able to leak from the unit resulting in the reported event. The system 1e processor operator manual states (9-1 to 9-2), "daily cleaning and checks...step 5 check aspirator probe assembly...no cracks or chips...replace aspirator assembly if any damage is noted." Additionally, the employee did not follow the instructions for disposal of the sterilant container as stated in the system 1e processor operator manual. The operator manual states (1-2), "warnings: do not use partially filled, leaking, or damaged containers of s40 sterilant concentrate." The operator manual further states (7-13), "if the sterilant container is not empty, then the load cannot be considered liquid chemically sterilized. Refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for a partially filled container." The technician replaced the aspirator probe, tested the unit, confirmed it to be operating properly, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the system 1e processor, specifically to inspect the aspirator probe daily for damage and to not use a partially filled sterilant cup. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that following a cycle an employee identified that the ci did not pass, and the system 1e processor had not fully dispensed the s40 sterilant container. The employee ran a new cycle with the same sterilant container. At that time, two employees in the room began to experience nasal irritation. The employees sought medical treatment at the ER, one employee received medical treatment (nasal spray).